Event description:
During the atrial fibrillation procedure, air entered from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.